Event description:
It was reported that, during a functional check, our staff found differ in the location of scale marks. Update: per attached intake images, there was variation in the scale marks on 2 devices.

Manufacturer narrative:
An event regarding appearance (¿found differ in the location of scale marks¿) involving a sizing guide was reported. The event was confirmed by dimensional inspection. Clinician review: not performed as there was no patient involvement. Product history review: review of the product history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been one other events for the lot referenced within this investigation. Conclusions: the reported event ¿differ in the location of the scale marks¿ was confirmed. During a dimensional inspection it was noticed that the scale marks on top of the device were out of specification by not lining up correctly. The notch marks on the bottom of the device were within specification. The notches on the bottom side of the device set in the correct size and the lines above are a visual representation.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a functional check, our staff found differ in the location of scale marks. Update: per attached intake images, there was variation in the scale marks on 2 devices.